Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic small r-waves. An x-ray showed the rv lead had pulled back approximately 5-6 centimeters from the apex. The physician chose to cap and replace the rv lead. No patient complications have been reported as a result of this event.